Event description:
A healthcare worker experienced a slimy feeling on the right little finger followed by burning pain and whitening of the skin at the contact site while removing loads from a completed cycle. The worker rinsed the areas under running water and the symptoms resolved in less then one day. It was reported that the vaporizer plate was in place.